Manufacturer narrative:
This incident occurred outside the united states. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing with an assigned taskforce.

Event description:
Patient reported, the infusion set cannula became crimped. Patient reported experiencing elevated blood glucose; no blood glucose level was provided. Patient stated, she was able to take appropriate action by herself. Patient reported this has been an ongoing issue with this type of infusion set. Pt stated, she will change to a different type of infusion set. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.